Event description:
An infant's blood glucose was tested on the suspect device and the result was 83mg/dl. Another blood glucose device was used and the result was lll, or low. A venous lab was drawn near a site of an IV line that was being used to administer dextrose 10% water. The blood glucose lab result was 78mg/dl. The infant died from severe asphyxia.